Manufacturer narrative:
The pod was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.

Event description:
The report indicated that, after applying this pod, the customer's bg levels successfully lowered from a high episode with a previous pod. Within a six hour period, hs bg's had normalized. Two hours later, however, his bg levels increased significantly; high readings between 328 and 392mg/dl were experienced. A kink was reportedly seen in the cannula, though no alarm was initiated. The pod will be returned for evaluation.